Event description:
Reportedly, during the procedure to a 99% stenosed calcified lesion at lad, a 0.014" guidewire was advanced and the corsair catheter was advanced and crossed the lesion, guidewire was exchanged with rotawire. During removal manipulation of the corsair with rotation, the tip breakage was found. The 0.014" guidewire was advanced into the vessel and make it tangled with rota wire, tip of the corsair was removed out with the rota wire. Pt has been discharged with no adverse event.

Manufacturer narrative:
Single reporter exemption # (B)(4). Broken distal tip only was returned for investigation, proximal section was not returned. Observation of the returned tip revealed abrasive damage on the surface. Lot history review revealed no anomaly that may relate with the reported event. No other similar event was reported for this lot products. Based on the reported info and the outcomes of investigations, it is inferred that the tip of catheter was exposed to some abrasive load in the target calcified lesion and damaged, where rotational and/or push-pull manipulation was applied, resulting the breakage of tip section at the transition point between shaft and tip. Warning section of the IFU describes: do not use in advanced calcified lesion. Do not turn the catheter in the same direction, either clockwise or counterclockwise direction for more than 10 turns. And "rupture" as possible malfunction and adverse events.